Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided section b3 - date of event: unknown/not provided section d6a: if implanted, give date: not applicable, as system is not an implantable device. Section d6b: if explanted, give date: not applicable, as system is not an implantable device. Device evaluation: an application support manager (asm) was at site and reported that doctor does not use onboard calculator. He pre-calculates with argos for arcuates. He also uses toric marks. He uses sextant segmentation and adds softening for denser lenses. Asm discussed toric mark geometry and he elected to increase the posterior uncut portion to from 20% to 30%, on his template. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During surgery support with j&j clinical, doctor reported that he had a toric mark incision that opened posteriorly during the cataract removal portion of the surgery, in the recent past (does not know date). He said he sutured the incision and completed the surgery successfully and patient healed well. He does not remember the patient¿s name or which eye treated. No additional information was provided.